Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl. The customer drank juice to increase bg level. The customer changed the pump settings to decrease basal rate within that time setting. It was recommended that the customer work with their healthcare provider to adjust the pump settings.